Manufacturer narrative:
A ge representative evaluated the system and cleaned the vertical lift column. System operates as intended.

Event description:
The customer reported the vertical lift function is not working. No patient injury was reported.